Event description:
It was reported that the cassette emptied completely after filling, even though it was clamped. No apparent leak was detected beforehand. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One sample was received for evaluation. Functional testing was unable to verify or duplicate the reported problem. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.